Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump had normal operating currents and no unexpected off no power alarm was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, scratched case and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's mother reported via phone call that customer received a no delivery alarm. Customer's blood glucose was 500 mg/dl, which was treated with manual injection. Customer was able to resolve no delivery with a complete set change. It was also reported that insulin pump had battery longevity issues. It was found that the spring in the battery compartment came. Customer was advised that insulin pump would need to be replaced.